Event description:
The pump and catheter were returned to the MFR without paperwork. Device tracking indicates that the pt expired. No cause of death or relationship of the pt's death to the infusion therapy was reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The pump and catheter were returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.